Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with high readings. Customer was hot a started shaking before hospital visit. Customer treated with the pump and manual injections. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed and it was found that the o-ring was sticking out. The customer also mentioned a low reading of 60 mg/dl in the past. The customer declined to troubleshoot for no delivery alarm. The insulin pump was returned for analysis.